Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burn in the plug that the homechoice device power cord inserted. The technical service representative advised the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no issues were noted related to the reported event. Electrical testing, functional testing and a simulated therapy were performed without any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.